Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown reasons. (Right). Conserve® plus cup and perfecta® rs ii standard flare collared remain in the patient from original surgery on (B)(6) 2008.